Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's wife that the customer's sensor was giving him issues. The customer's blood glucose was 45mg/dl and the sensor was reading 131mg/dl. The customer's wife stated that the customer is a brittle diabetic and dropping low is normal for him. Customer's wife declined to troubleshoot for weak signal and low blood glucose. Customer's wife stated the customer removed the insulin pump, so she can troubleshoot sensor and they had a weak signal. The customer treated with food and juice.